Event description:
It was reported that the nurse used the pressure transducer and its accessories to measure the patient's blood pressure and found that it could not be measured, could not be calibrated, and could not be displayed. They immediately replaced the transducer with a new one, and after the replacement, the patient's blood pressure was displayed normally. No harm was caused to the patient during the process.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.